Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was blood in the wire lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. Functional testing using a inflation device inflated the balloon to the rated burst pressure and a pinhole was identified in the balloon wall. There were multiple kinks. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 2.50mmx12mm nc emerge® balloon catheter was advanced for dilation. However, during the third inflation at 20 atmospheres, the balloon ruptured. The device was simply removed together as a whole. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.